Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.